Manufacturer narrative:
(B)(6). The actual device was not available; however, a photo and video of the sample were provided for evaluation. Visual inspection of the video/photo revealed that there was external fluid leakage at the connection of the header and the housing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the body of a revaclear 400 dialyzer. This occurred during the first hour of hemodialysis treatment. The dialyzer was replaced and the patient continued therapy with no further issues reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.